Manufacturer narrative:
The customer did not provide any patient demographics information (age, date of birth, and weight) for this event. (B)(6). An application specialist was dispatched to the customer's site to investigate the issue. The application specialist retrieved data for analysis and a review indicates that there is carryover of creatinine reagent into glucose and thus affecting the glucose patient results. The application specialist completed a carryover protocol on one of the customer's au5800 clinical chemistry analyzers and the results suggest that a carryover issue exists. Beckman coulter completed an internal study to investigate whether creatinine carried over to glucose during routine use of the au analyzers. Beckman coulter's findings indicate that there is no creatinine carryover which occurred during the study. The customer's reported issue could not be replicated internally. In conclusion, although both analyzers in the customer's laboratory exhibited the carryover issue, the cause of the incident is unknown. Beckman coulter could not replicate the customer's issue internally. The customer indicated that changing the position of the testing of glucose from the outer ring to the inner ring (which changes the probe) resolved the issue.

Event description:
The customer reported obtaining erroneously high glucose results, over multiple days, for multiple patient samples from two (2) au5800 clinical chemistry analyzers. This report references the event associated with the au5800 clinical chemistry analyzer serial number (B)(4) on (B)(6) 2014. Please refer to 9612296-2014-00155 for the report of the event associated with au5800 clinical chemistry analyzer serial number (B)(4). The customer reported the results out of the laboratory; however, there has been no report of any change or affect to patient treatment in connection with this event.